Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound, ebus, the aspiration needle's sheath was observed to have movement once locked into place; the tip of the needle moved in an abnormal way. Additionally, the tip was disappearing from view. The procedure was completed using a back out device, and there was no report of patient/user harm.